Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient had a prosthesis with a low-profile reservoir placed. The device seemed to work properly at first, but after about 6 months, the implant did not seem to inflate completely. The issue seems to be with the reservoir. It is a low-profile reservoir, with 125cc max capacity and was filled with 90cc saline, according to the surgical notes. The physician reportedly stated that the reservoir has likely folded in on itself and has locked out some of the fluid, and this can occur due to the fact that it was not completely filled.